Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was likely a result of insufficient cleaning. A technical evaluation was performed, and a whitish foreign material was found inside the jet tube due to insufficient cleaning. Additionally, there was a leak between the scope cover and scope body. The objective lens was cracked, the light guide lens adhesive was worn, the bending section cover adhesive was cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is possible the foreign material was not removed since the reprocessing was not conducted properly due to leakage between scope cover and scope body. However, a definitive root cause and identification of the reported foreign material could not be established. This issue is addressed in the instructions for use (IFU): the event can be detected and prevented in accordance with the following IFU. The instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection describes how to detect for the suggested event. The instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested event. Device history record (DHR): ¦whether the subject device was manufactured in accordance with specifications reviewed DHR of the subject device and confirmed that the device was shipped in accordance with specifications. ¦whether non-conformity device associated with the subject device has been identified internally there was no non-conformity of the device during manufacturing. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported black spot on the lens of the evis exera iii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: jet tube with foreign material. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.